Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a history of noise and was being monitored. The patient presented remotely via merlin.net transmission. Review of the transmission showed noise, increased frequency and duration. The lead was capped and replaced on (B)(6) 2018. No additional information was reported.